Event description:
It was reported the patient was not receiving effective stimulation coverage in her back. Diagnostic testing revealed high impedance readings. Reprogramming was unable to resolve the issue. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where the patient's lead was explanted and replaced.

Manufacturer narrative:
Should be PMA/510(k) # k072462 not PMA/510(k) # p0100032 as previously reported. Evaluation: results: reported complaint of ineffective stimulation was confirmed. As received, microscopic inspection on the quattrode lead revealed breakage with all wires broken. This damage is consistent with repetitive overstress caused while the lead was in the patient body. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.